Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had some drainage at the incision site. The patient underwent a procedure procedure wherein the incision was cleaned. It was also reported that it was unknown if the infection was device or procedure related and the patient was admitted to the hospital to consult infectious disease. The patient was doing well postoperatively and was placed on antibiotics.